Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that patient samples showed positive results with one anti-d reagent (clone bs226) of erytype s abd+rev.a1, b on tango optimo, while the second anti-d reagent (clone bs232) was showing negative results. The customer stated that in total four patient samples were affected. She also tested the affected samples in the tube test. The samples yielded strong positive results with the anti-d reagent of a competitor. The customer returned two patient samples that had caused false negative test results, but not the supposedly defective product. Therefore our quality control laboratory tested both patient samples with their retention sample of erytype s abd+rev.a1, b on tango optimo. Both patient samples yielded strong positive results with both anti-d reagents (clone bs226 and clone bs232) of erytype s abd+ rev.a1, b on tango optimo. Additionally the retention sample of erytype s abd+rev. A1, b was tested with different donor samples on tango optimo. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed the correct function of the allegedly defective lot of erytype s abd+rev.a1, b. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. Regarding the affected tango optimo: result images were provided showing that the d2 well was interpreted as strong positive by instruments software, but the image shows a negative reaction comparable to the negative control well. The last quarterly preventive maintenance was completed on 1/3/2019. Parts were replaced that had been found to be worn/bent/broken. System was cleaned and lubricated. After yielding quality control results as expected, the instrument was given back to customer within full operation. When our field service engineer arrived after the customer had filed his complaint, the customer stated that the issue was no longer present. The customer ran qc with results as expected. It was confirmed that the instrument is working within specifications.